Event description:
A report was received that the patient was having difficulty charging his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Additional information indicates that the patient will not be scheduled for a revision. No further action will be taken at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement has been recommended.